Event description:
It was reported that an ilet user received an ¿unable to proceed¿ alert during a supply change and had a blood glucose reading of 300 mg/dl; the user had been attaching the connector to the cartridge out of the prescribed sequence and was provided education on correct supply change steps, after which the supply change was completed. Symptoms included hyperglycemia. Outcomes included no injury and no need for medical intervention beyond troubleshooting and education. Investigation included remote troubleshooting and user education regarding proper infusion set and cartridge connection sequence. Investigation of this case revealed user handling error during the supply change, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect supply change procedure.